Event description:
False low advia centaur bnp dilution results have been observed by the customer and considered discordant when compared to the initial undiluted test results. The customer has observed similar issues with previous patient results and considered the discordant results at the time to be patient sample specific. The customer performed an on board and manual dilution recovery experiment and comparison study with multi diluent 1 (md1) on two different advia centaur systems and observed lower on board and manual dilution recovery results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant low advia centaur bnp dilution assay results.

Manufacturer narrative:
Siemens initially assessed this incident as no health risk as the difference between the values would not make a difference clinically and the clinical cutoff for bnp is 100 pg/ml. (B)(4) 2012: based upon additional information and investigation, internal studies have confirmed a decrease in onboard recovery when using multi-diluent 1 that have been stored on board the advia centaur and advia centaur xp systems. As a result, an urgent device recall notice no. 10813388 / urgent field safety notice no. 10813387 was issued to siemens customers july, 2012.